Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Analysis of returned product revealed no issues were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was used to view the target lesion. During a percutaneous coronary intervention, it was noted that the device was fractured. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was used to view the target lesion. During a percutaneous coronary intervention, it was noted that the device was fractured. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.